Event description:
It is reported that the surgeon was looking at the post-op x-rays he discovered the tip of a starter rasp lodged in the patient's canal. The broken tip was not noticed during procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.